Manufacturer narrative:
(B)(4). The condition of a infuso.r. Pump with a "drive motor seems disconnected or broken loose" issue was not confirmed and not reproduced during product evaluation. The assignable cause was not determined. No repairs were made due to estimate refusal by customer. Pump was returned. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility reported an infusor pump with a condition of "drive motor seems disconnected or broken loose." It is unknown when or in which care area this event occurred. During product evaluation, baxter personnel confirmed this condition and found the pump alarmed constantly, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.